Event description:
New information received indicated that the patient presented to the clinic on (B)(6) 2023 and programming changes were made. The patient was asymptomatic.

Event description:
It was reported that the device exhibited functional under-sensing and delivered inappropriate shock. No known intervention was performed, and no patient symptoms were reported.